Event description:
It was reported by the rep the ez45g was used during a wedge resection procedure. It was reported the ez45g fired and the staples were formed but the blade did not cut tissue completely through the staple formation. A new device was opened to complete the case without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55230/c endopath thoracic endoscopic linear cutter with safety lock: no conclusion could be reached based on the analysis results as to why the instrument reportedly "did not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications.